Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A device history record review shows no discrepancies or issues which could potentially relate to the complaint issue. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this time since the device sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the patient is not getting the nebulizer mist and therefore drying out the patient. No report of patient harm.